Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on 2/20/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 220, 324, 214 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 116 - 138 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/15/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :214mg/dl date:(B)(6) 2018 time:10:51pm fasting, result 2 :220mg/dl date:(B)(6) 2018 time:11:12pm fasting, result 3 :145mg/dl date:(B)(6) 2018 time:06:07pm fasting, result 4 :193mg/dl date:(B)(6) 2018 time:10:09pm fasting, result 5 :206mg/dl date:(B)(6) 2018 time:07:04pm fasting.